Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2010.

Event description:
It was reported via social media that the patient was experiencing pain and swelling and was hospitalized. It was also mentioned that the device had failed. The patient was given injections. No further information has been obtained.